Manufacturer narrative:
The reported event is confirmed however the cause was unknown. The x-force balloon dilation catheter was returned. A kink and a small hole were noted on the outer shaft of the returned sample next to the proximal balloon glue joint. The hole was inspected under 20x magnification, and the hole appears to have two small cuts on the outer shaft made with a sharp object. An in-house 0.038" guidewire was inserted, and resistance was felt at the approximate kink location on the outer shaft. The guidewire was removed, and the balloon portion of the device was dissected away from the rest of the shaft for better inspection. The inner shaft was removed, and a kink was noted at the site of the outer shaft kink and hole. Current manufacturing processes have a 100% glue joint inspection under 10-20x magnification. A 100% inspection is also completed of the whole device for kinks, surface projections, cuts or splits. After this 100% inspection the balloon guard is then placed on the device. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." "Store the balloon dilation catheter in a cool, dry, dark place. Do not store near radiation or ultraviolet light sources as these may damage product materials." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteroscopic balloon dilatation catheter was broken after the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteroscopic balloon dilatation catheter was broken after the package was opened.